Manufacturer narrative:
The manufacturer previously reported a failure of the detachable battery cable. The detachable battery cable was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the detachable battery cable failing was due to contamination to pins 1,2 5 and 6.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred and a failure to charge the internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery connector assembly was replaced to address the issue.